Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm and time clock anomaly during testing. Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no low battery alert and weak battery alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and clock anomaly. The customer¿s blood glucose level was 214 mg/dl. The customer reported that they had some issues with battery and the button. It was reported that the buttons were hard to press. The customer reported that the time clock was not advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.